Manufacturer narrative:
Voluntary medwatch form received: mw5160164.

Event description:
Voluntary medwatch form received mw5160164 received states: it was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a low out-of-range shock impedance measurement of 6 ohms. Noise was visible on the rate/sense and shock electrograms (egms) with isometrics; however, deflections were still visible while the patient was sitting still as well. Additional lead testing revealed the following.